Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent direct stenting of the restenosed proximal first diagonal branch with a xience v stent. In 2009, the patient experienced chest pain and was admitted to the emergency room. The patient's cardiac enzymes were negative and the pet scan was abnormal, indicating ischemia. An unknown medication was administered, and the patient was discharged to home the same day with instructions to follow-up with cardiology for outpatient heart catherization. The patient was hospitalized 5 days later, and the heart catherization revealed restenosis within the first diagonal branch. Percutaneous coronary intervention was performed as treatment. The patient was discharged in the next day. There is no additional information available.

Manufacturer narrative:
The patient effects of angina, ischemia and restenosis, as listed in the IFU, are known potential adverse events associated with coronary stenting procedures and are not necessarily an indication of a product quality deficiency. Hospitalization is not specifically addressed in the IFU, it is listed in the no-fault risk assessment in addition to angina, ischemia, and stenosis, as a potential post-procedure complication associated with coronary stenting. In this case, the angina and ischemia were likely secondary effects of the stenosis, which was successfully treated with medication, treatment with pci and required additional hospitalization.